Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the explanted device was returned with the chronic leads attached and severed. This ra lead segment measured 8 cm from the is-1 terminal pin. A setscrew mark was present in the tip and ring, in the correct location. Resistance testing was performed on the lead segment and confirmed the portion was electrically continuous. Due to the condition of the returned lead, no further analysis was performed. Laboratory analysis was not able to determine the cause of the high, oor impedance measurements observed clinically.

Event description:
Boston scientific received information that the patient implanted with this pacemaker died suddenly. The device was explanted on the date of death and was programmed off two days later, to preserve any stored electrograms. Interrogation of the device four days post-mortem found v-tachy episodes on the date of death. The suspected cause of death was sudden cardiac death due to ventricular fibrillation (vf). There had been no impedance problems with the system leading up to the patient's death. However, one day before the patient died, the right atrial (ra) lead exhibited a high, out-of-range impedance measurement of greater than 2,500 ohms. The right ventricular (rv) lead exhibited a low, out-of-range impedance measurement of less than 100 ohms. The patient's death was not related to these impedance problems.

Manufacturer narrative:
When the pacemaker was returned, a copy of the device memory was provided to engineering for evaluation. The device model performs the daily measurement every 21 hours and uploads to trend every 24 hours. Engineering review of the device data determined the recording of the date and time for the measurement in the daily report listed as (B)(6) 2017 at 20:00 (plus or minus 1 hour). This means the out of range measurements happened after the v-tachy episodes that occurred on (B)(6) 2017 at 14:33 through 14:39 and after the patient¿s death. There were no lead problems observed at the time of the arrhythmia events.